Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing issues with complete set. The customer reported having high blood glucose levels of 586mg/dl. The customer treated high blood glucose levels by changing his set and boluses. No more details are given about high blood glucose levels.